Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. This is an initial submission for the first product in this case. The initial submission for the second product in this case will have the manufacturer report number 2214133-2012-00386.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 20612sg1, frequency and expiration date unspecified). Within days of purchase, the toothbrush snapped in the same place. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.